Event description:
It was reported "gave 2 different alarms: "helium loss" and "balloon kinked" alarm". The pump was swapped to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss" is confirmed based on the attached log files. The log file shows a possible helium loss alarm. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "gave 2 different alarms: "helium loss" and "balloon kinked" alarm". The pump was swapped to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).